Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used in the esophagus during a gastroscopy procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the protective sleeve of the balloon was not removed prior to use and detached inside the scope. On (B)(6) 2020, during a procedure, the detached protective sleeve was discovered inside the scope after a cre balloon was passed down the scope and experienced obstruction. Another scope was used to complete the procedure. It was reported that the piece had likely been retained in the scope for some time, though the exact number of procedures that used the scope is unknown. A photo sent by the customer confirmed the detached piece to be the balloon protective sleeve from the prior procedure. No patient complications have been reported as a result of this event.